Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure of an unspecified artery was achieved using a starclose se device relative to an unspecified interventional procedure. Reportedly, the patient is now complaining about hematomas in descending soft-tissue structures. No treatment was reported. An allergy test was performed days after the procedure and it was confirmed that the patient has an allergy against cooper and kobold. No additional information was provided.